Event description:
It was reported that during an unrelated procedure, the right atrial port plug exhibited physical damage. It was noted that the pin of the port plug was exposed to metal and the knob had broken off into the body.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.